Event description:
On 5/4/92 rptr underwent surgery to her lower back at l4 - l5 to stabilize her spine. Plates and screws were inserted. She has on a repeated basis, complained since 11/92 that she didn't feel right. She has leg pain, back and neck pain, and numbness in her legs. The dr that used this device advised rptr to "call him in 2 weeks when the weather stabilizes." This was in 2/93. She has been to the hosp and was ignored by an orthopedic dr who refused to help her. Rptr has been plagued by different symptoms which makes it nearly impossible to explain what this "junk" has done to her life. She is cold towards everyone because no one has done anything up to this point. She made the dr contacts because it feels like she's "going crazy." Rptr states she is never going to have a normal life. She continues to be severely depressed by the medical and insurance professionals who continue to think that all pts are faking. She can't eat or sleep on a regular basis. She has worked maybe 60 days since 12/24/91 when this nightmare started. She only gets $269.00 per month to live on from public assistance. She is 34-yrs-old, 5' 11-1/2", and weights 125 pounds.